Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem of system error 322 was able to be reproduced. A review of the event history log revealed system error 322 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing lower link switch. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.